Event description:
The pt was implanted with a left ventricular assist device (lvad) in 2002. The lvad was returned to the MFR 2003. Upon examination of the lvad after the pt was transplanted the outflow valve was found calcified and the inflow valve was torn. Add'l follow-up with the lvad coordinator revealed that the pt had been admitted to the hospital for 2 months prior to transplant due to symptoms of chronic heart failure. The pt had high calcium counts. Pt is doing well post transplant.